Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2024, the patient underwent femoral pseudoarthroplasty for pseudarthrosis on femur with the product in question. The hospital used ria2 for the first time. In the surgery, the reaming rod was inserted into the femur, but because a ring-type external fixator was attached to the opposite leg, the rod could not be rotated inward. So, the surgeon bent the tip of the rod and inserted it. The reaming was then performed using a 10 mm reamer head, but the reamer head seemed to come off the shaft when reaming to the bent end of the rod. Once the head was removed with the reaming rod, a part of the reamer head component was left behind in the medullary cavity during the process. The reaming was then performed up to 11mm and 12mm, but the parts could not be recovered and remained behind. The surgery was completed successfully with no surgical delay. No further information is available.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: h6 component codes: most relevant component code is g07002 (appropriate term/code not available) to capture no findings available due to no product returned. Investigation summary ==> product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot- the device lot number is unknown, therefore a device history review could not be performed. If more information become available, the record will be re-assessed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.